Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The product¿s serial number is unknown; hence the date of manufacturer is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) calling on behalf of a customer reported customer received unspecified ¿low¿ readings from her/his adc blood glucose meter. Caller further reported that on (B)(6) 2016 at 8:00 am customer began to experienced ¿cold sweating, vomiting, spasms and felt bad¿ so customer self-presented to a hospital. At the hospital an unspecified reading was received on an unknown hospital device and customer was diagnosed with dka (diabetic ketoacidosis). Customer was treated with insulin. Caller was contacted in follow-up regarding the actual readings received, but no additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs have been reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. A review of freestyle precision neo meters and precision strips was conducted and there were no deviations or abnormalities which could have caused the complaint.

Event description:
A caller (caregiver) calling on behalf of a customer reported customer received unspecified ¿low¿ readings from her/his adc blood glucose meter. Caller further reported that on (B)(6) 2016 at 8:00 am customer began to experienced ¿cold sweating, vomiting, spasms and felt bad¿ so customer self-presented to a hospital. At the hospital an unspecified reading was received on an unknown hospital device and customer was diagnosed with dka (diabetic ketoacidosis). Customer was treated with insulin. Caller was contacted in follow-up regarding the actual readings received, but no additional information was provided. There was no report of death or permanent injury associated with this event.